Event description:
Information was received indicating that during analysis, a smiths medical cadd legacy plus pump was noted to be under infusing. No patient was involved in this event. No adverse effects were reported.

Manufacturer narrative:
Other, other text: device evaluation summary: one cadd legacy plus pump was returned for analysis. Visual inspection of the pump found a bubble on the top edge of the lens. The battery cover was missing. The pump?s upper rear label had been removed. Review of device history did not find the reported event in the history log. Pump was tested in user mode to test accuracy. During testing the pump gave accuracy result of -7.65%. The result was outside the published customer spec of +/-6.0%. During the further inspection of the latch/lock assembly, it was revealed that a gob of silicone glue that was preventing the cassette from fully seating. It was also observed that there had been some tampering with the downstream occlusion sensor. There was glue around the cd nub. The upstream sensor was the original version (black) but the seal had yellowed. The reported under delivery issue was caused by the silicone glue in the latch mechanism.the reported failed accuracy problem was able to be duplicated. The problem source of the reported event could not be identified.

Manufacturer narrative:
Other, other text: device evaluation summary: one cadd legacy plus pump was returned for analysis. Visual inspection of the pump found a bubble on the top edge of the lens. The battery cover was missing. The pump?s upper rear label had been removed. Review of device history did not find the reported event in the history log. Pump was tested in user mode to test accuracy. During testing the pump gave accuracy result of -7.65%. The result was outside the published customer spec of +/-6.0%. During the further inspection of the latch/lock assembly, it was revealed that a gob of silicone glue that was preventing the cassette from fully seating. It was also observed that there had been some tampering with the downstream occlusion sensor. There was glue around the cd nub. The upstream sensor was the original version (black) but the seal had yellowed. The reported under delivery issue was caused by the silicone glue in the latch mechanism. The reported failed accuracy problem was able to be duplicated. The problem source of the reported event could not be identified.